Manufacturer narrative:
Manufacturer's investigation conclusion: driveline disconnect events were confirmed via the evaluation of the submitted log file data. The controller event log file contained data spanning from (B)(6) 2021 at 20:26:53 to (B)(6) 2021 at 11:26:22, per the timestamp. On (B)(6) 2021 at 06:21:15 the driveline was disconnected from the system controller for approximately 29 seconds, resulting in a pump stop event. Similar driveline disconnects resulting in pump stop events were captured on (B)(6) 2021, beginning at 06:24:06 and at 06:24:51, and lasted for 8 and 5 seconds each, respectively. Following each driveline disconnect event, the pump speed ramped up to the stored patient speed without issue following the reconnection of the driveline to the system controller. The pump appeared to have been operating as intended while the driveline was connected to the system controller. The account communicated that the patient experienced power cable disconnect alarms, attempted to exchange their controller, became panicked, and did not successfully exchange their controller. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), and no further events have been reported at this time. Additional information regarding the event was requested from the account; however, no further information has been provided at this time. The heartmate 3 left ventricular assist system instruction for use (rev. C) contains the following information: section 2-11: if the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation. Section 2-40: always ensure that the power cables are connected to a power source to ensure the heartmate iii pump will restart during a controller exchange. Section 2-54: ensure that the patients understand the need for having a caregiver present during system controller exchange and that all labeling instructions are followed, including calling the hospital contact. Section 5-23: at least one system controller power must be connected to a power source at all times. Disconnecting both power cables at the same time will cause the pump to stop. Section 7-14: driveline disconnected alarm. Section 8-5: do not disconnect the system controller from the driveline for cleaning. Disconnecting the driveline from the system controller will cause the pump to stop. The heartmate 3 left ventricular assist system patient handbook (rev. C), contains the following information: sections 2 and 4: check the system controller driveline connector often to confirm that the driveline is securely inserted into the socket. If the driveline disconnects from the system controller, the pump will stop. Section 2: the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, promptly reconnect it to restart the pump. The pump cannot run without power. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had power cable disconnect alarms when connected to batteries. The clips were changed. The patient then had the same alarm while connected to the mobile power unit (mpu). The patient attempted to change the controller, but became panicky and did not successfully change it out. The controller exchange attempt caused pump stops. The log file showed the power cable disconnects during routine power source changes on (B)(6) 2021 and (B)(6) 2021. The log file also captured driveline disconnects on (B)(6) 2021. There was no need for the controller exchange. It was the first time the patient had this kind of issue. The clips looked good, there were no bent or broken prongs. Related manufacturer report number of controller: 2916596-2021-04691. Related manufacturer report number of mpu: 2916596-2021-04692.